Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent fluctuations in impedance measurements with no conclusive evidence of a product malfunction; please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that normal impedance measurements were obtained when the device was reprogrammed to a different vector. There was no indication the device or the patient's rhythm caused or contributed to the syncopal event. No adverse patient effects were reported.

Event description:
This supplemental report is being filed to update the investigation conclusion code and additional manufacturing narrative.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent fluctuations in impedance measurements with no conclusive evidence of a product malfunction; please refer to the description for more information regarding the specific circumstances of this event.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this patient presented to the emergency room after experiencing a syncopal event. A review of the stored data identified a red alert occurred three months prior due to a pacing impedance measurement greater than 2500 ohms on the left ventricular (lv) channel. A boston scientific technical services consultant stated that the measurements have continue to be out of range; however, this is not likely associated with the syncopal event. No adverse patient effects were reported.